Manufacturer narrative:
Summarization of cytotoxicity tests are as follows: sample e5381-700 lot 261038345 identified as "blue" and "problem": grade/reactivity: 0/none, conclusion: not cytotoxic. Sample e5381-700 lot 149035276 identified as "yellow" and "no problem": grade/reactivity: 1/slight, conclusion: not cytotoxic. Sample e5381-700 part representing current inventory: grade/reactivity: 0/none, conclusion: not cytotoxic.

Event description:
Since implantation of these extra-circling bands beginning in 4/96, five pts have suffered tremendous inflammatory reaction, restricted mobility and exophthalmos. The cirwcling bands were explanted and the pts reimplanted with another circling band. On teh sixth day there was the disappearance of pain and inflammation. The circling band was examined in the bacteriological department. No infections were found. The circling bands being used are two different colors: one is blue and the other has a "yellow" shine. The bands with the blue shine were involved in the reported incidents.